Event description:
The rate sensing portion of the lead was fractured, resulting in multiple, inappropriate shocks to the pt from the "ICD". These shocks resulted in premature battery depletion. The "ICD" and lead were explanted and replaced.